Manufacturer narrative:
The hospital biomedical engineer confirmed the reported failure was with bag/vent micro-switch. A ge healthcare service representative has not evaluated and confirmed the repair.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.&#842;